Event description:
It was reported that the device exhibited an unexplainable rapid battery drain. The physician will continue to monitor the patient.

Manufacturer narrative:
No medwatch form was received.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
The premature battery depletion was confirmed in the laboratory. With a new battery attached, the device's functionality was tested and found to be normal. No high current drain sources were found. The battery was sent to the vendor and no anomalies were found that would cause the battery to deplete prematurely. The cause of the premature battery depletion was undetermined.